Event description:
Push button hard to depress [device malfunction] ([needle issue]). Case description: does the incident represent a serious public health threat? No. This serious spontaneous case reported by a consumer from the united states, concerned a (B)(6) male pt who reported "push button hard to depress" and "needle broke inside of him". The pt was using novotwist 5 mm 32g needle therapy and victoza pen (liraglutide) from unk dates for type 2 diabetes mellitus. The pt's height and weight were not provided. Medical history includes type 2 diabetes mellitus. On (B)(6) 2012, the pt stated that he attempted to administer medication subcutaneously in his abdomen and the victoza pen push button was hard to depress. The man reported that the novotwist needle bent upon contact with his skin. The man "straightened out the needle" and made a second attempt to inject himself using the same needle. During this attempt, the needle broke from the hub and lodged in the pt's abdomen. On (B)(6) 2012, the pt was evaluated at his local emergency room. No attempts were made to remove the needle, and no radiographic studies were performed. The pt was discharged from the emergency room that same day and given instructions to report any signs of infection to his primary physician and he was instructed to f/u with a surgeon for possible extraction of the needle. The pt had reportedly initiated use of victoza pen and novotwist 5 mm (32g) (novotwist) needles on unk dates. Outcome for the reported events was "not recovered". The victoza pen and novotwist needle batch numbers were provided, and no device return is expected. On (B)(4) 2012, this case was upgraded to serious based on additional info that the emergency room eval performed determined that the pt f/u with a surgeon for possible needle extraction. Reporter comment: causality assessment is evaluated as possible by the reporter (consumer).